Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had bolus not delivered alarms. Customer experienced high blood glucose level. Customer blood glucose level at time of incident was 21 mmol/l. Customer's another blood glucose level was 19 mmol/l. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege pump was under delivering. Customer stated they did the self test and displacement test -and both passed. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.